Event description:
Healthcare professional reported, left side rupture. Detected by ultrasound and MRI. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the radius side assessed, as unidentified (tear) opening. And missing side assessed, as inconclusive (shell thickness was within specification). No additional observation. No further actions are required, as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photograph(s) for the device related to the reported event of rupture, was reviewed on (B)(6) 2023. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported left side rupture detected by ultrasound and MRI. Device was explanted and replaced.